Manufacturer narrative:
This report contains correction in section e1 initial reporter title, initial reporter first name and initial reporter last name.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon review, it was not that the shock impedance measurements were out of range measuring at 139 ohms on the right ventricular (rv) channel. The device had reached end of life (eol). To date, this device remains in service. No adverse patient effects were reported.

Event description:
Hold for rw 2.1 it was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon review, it was not that the shock impedance measurements were out of range measuring at 139 ohms on the right ventricular (rv) channel. The device had reached end of life (eol). To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon review, it was not that the shock impedance measurements were out of range measuring at 139 ohms on the right ventricular (rv) channel. The device had reached end of life (eol). To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This report contains correction in section e1 initial reporter title, initial reporter first name and initial reporter last name.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon review, it was not that the shock impedance measurements were out of range measuring at 139 ohms on the right ventricular (rv) channel. The device had reached end of life (eol). To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.